Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that, in 2007, he was experiencing elevated blood glucose readings. He stated that he experienced a "low" blood glucose reading this morning, which he believed may have been related to information he entered in his bolus calculator. He ate some peanut butter crackers and later ate lunch to increase his blood glucose level. At 5:00 pm, his blood glucose reading was 355 mg/dl. He then bolused 2.6 units of insulin. At 7:00 pm, his blood glucose reading was 321 mg/dl. He reported symptoms including "feeling groggy" and "dry mouth" related to his elevated blood glucose. He stated that he is less active during work days because he is in a truck for most of the day. He reported that he does not know what his normal blood glucose range is. He acknowledges reusing insulin cartridges. He was educated regarding the importance of single use of an insulin cartridge based on sterility and the potential for elevated blood glucose as a consequence of reuse. His actions for decreasing his elevated blood glucose level following the 7:00 pm reading were not provided. Three days before, he stated that his blood glucose values are "okay" now. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.